Manufacturer narrative:
The pump had intermittent act button response due to moisture damage keypad traces. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 278mg/dl. The customer states the act button is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.